Manufacturer narrative:
(B)(4).

Event description:
It was reported that pt underwent a pump replacement on (B)(6) 2010. The reason for the replacement was that the pump was resting on his hip and the pt rests on his hips. The pt "does not have legs and so the placement of the pump caused him discomfort". Since the replacement, the pt has not reported any discomfort to the hcp. The pt has not had surgery on his pump since that replacement. The pump was refilled with morphine at the last refill in (B)(6) 2010.